Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 11 months post implant of this 19mm bioprosthetic aortic valve, it was explanted and replaced with a 19mm non-medtronic valve. The reason for replacement was reported as calcified echogenicities and under the surface of the posterior leaflet of the bioprosthetic valve with moderately-to-moderately severe anteriorly-directed eccentric regurgitation across the valve. No additional adverse patient effects were reported.